Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the common femoral artery was attempted with a perclose proglide device. Reportedly, after harvesting the suture, the knot "unraveled." The suture was removed and two additional proglide devices were attempted, but with the same results the knot "unraveled" after harvesting the suture. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequela. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Additionally, the customer returned seven unopened sterile proglide devices for evaluation with the same part and lot numbers. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Devices #1 and #2 proglide are being filed under separate manufacturer report numbers.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. Although it was reported that the knot became unraveled after harvesting the suture, during deployment the knot is formed by the rail-end of the suture completing the knot by being pulled through the preformed knot (non-rail end). Possible contributing factors for the reported knot becoming unraveled after harvesting the suture. Difficulty positioning the knot can be influenced by but not limited to; manufacturing deficiencies, challenging patient anatomical conditions, and operator deployment techniques. During manufacturing, the knot of every device is inspected to assure the knot is correctly formed, positioned, and undamaged. In this case no challenging patient anatomical conditions were reported. A femoral angiogram performed prior to arteriotomy closure did not reveal any vessel calcification, vessel tortuosity, or access site/groin scarring. During suture harvesting, it should be noted that the instructions for use instructs the operator under smc device placement to withdraw the device until the guide wire port exits the skin line. Grasp the suture adjacent to the sheath and pull the suture ends through the distal end of the proximal guide. Inadvertently pulling the suture ends separately (rail end first) or pulling the suture loop can cause the preformed knot to become unraveled. However, this could not be conclusively determined. The device was not returned for analysis and may have aided in a more definitive determination. Without any indication of a product deficiency or a reported challenging patient anatomical condition, the cause of the reported knot unraveling in this case appeared to be related to operational influences. A review of the lot history record for the reported lot revealed no nonconforming material report associated with this lot. A query of the complaint database was performed for the lot revealing two other incidents reported for difficulty positioning the knot, but the cause of the reported knot unraveling in these cases appeared to be related to operational influences and not a product quality deficiency. A quality control audit inspection is performed to verify product quality and a sampling of finished devices is destructively tested to verify the functionality of the device. There does not appear to be any indication of a lot specific product quality deficiency. In addition, the customer returned seven unused representative sample devices for evaluation with the same part number as the complaint device. Six of the seven devices passed functional testing with acceptable results, no manufacturing or abnormal observations were detected. The one proglide device that did not pass functional testing is being reported under a different manufacture report number. A root cause for the complaint device reported experience could not be determined based on the investigation findings from the tested representative samples.